Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all info known by the reported upon query by hospira personnel.

Event description:
The customer contact reported leakage from the disposable batteries in the battery compartment of the device. The device was returned to the biomedical dept with a report that prior to pt use, the battery compartment was corroded. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, leakage from the disposable batteries was noted in the battery compartment of the device. No additional info was provided.